Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 584 mg/dl, which was treated for with a manual injection. The customer complained of fatigue and not feeling like herself. The blood glucose reading at the time of the hospitalization was over 300 mg/dl. Upon troubleshooting for the insulin pump, it was found that insulin did exit the tubing during a manual prime and no leak was noted. The device also passed the high pressure test. There was a no delivery alarm found in the device alarm history. The customer stated that she had recently lost quite a bit of weight and had been inserting the infusion set into her leg. She reported, however, that she did not believe that the issue was with the insulin pump. Advised the customer that high blood glucose can often be caused by site or infusion set issues. Nothing further reported.